Event description:
The user facility reported that the device overheated during a procedure.  The patient was burned by the handpiece which cause a small burn. There no delay, no medical intervention, and no other adverse consequences.

Manufacturer narrative:
Device evaluated by MFR: lost upon receipt at stryker.

Event description:
The user facility reported that the device overheated during a procedure.  The patient was burned by the handpiece which cause a small burn. There no delay, no medical intervention, and no other adverse consequences.